Manufacturer narrative:
Batch review performed on 26 november 2019. Lot 1902497: 16 items manufactured and released on 17-jun-2019. Expiration date: 2024-05-27. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 15 days after the primary due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert successfully.